Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; touchscreen found out of specifications. Analysis also found the stylus was damaged. It was noted an error was found in the update history. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported no calibration was possible. The programmer was returned for service. No patient complications have been reported as a result of this event.